Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not logging data despite being in use. Reportedly, the bolus requests delivered prior to 3 pm do not appear in the pump bolus history. The customer verified that the requested boluses had delivered successfully. Blood glucose level was 88 mg/dl. During troubleshooting with tandem technical support, the customer delivered a bolus of 1 unit while disconnected at the site and verified that the requested bolus displayed in the bolus history as intended.